Event description:
Related manufacturer reference number: 2017865-2021-32968. It was reported that the patient presented with dislodgement of their right atrial (ra) lead from a previous procedure. The dislodgement was confirmed via diagnostic imaging. Furthermore, during the procedure it was noted that the patient's right ventricular (rv) lead had an abnormal kink. The abnormal kink was also confirmed via diagnostic imaging. Therefore, the physician elected to explant and replace both the ra and rv leads successfully. The patient was in stable condition.